Manufacturer narrative:
Method: actual device was evaluated. Results: the eval included performance testing (accuracy, verification of air/no food alarm, etc.). Multiple formulas and settings were used to recreate the failure experienced by the customer. The pump performed according to specification during each run (alarmed and shut off after food was gone). The set that was used with this pump when the malfunction occurred could have contributed to this malfunction but was not returned for eval. Conclusion: the alleged complaint/defect could not be duplicated. The pump performed according to specifications. The initial investigation did not confirm the complaint. However, further investigations are ongoing. A f/u investigation will be submitted with new results as they become available.

Event description:
Customer states; pump continues to run after the food is gone. Pt was on continuous bolus feeding schedule.